Event description:
A peritoneal dialysis (pd) patient reported being in a lot of pain. An infection was suspected and the patient was advised to contact the peritoneal dialysis registered nurse (pdrn). During follow-up, the patient stated being hospitalized due to a peritoneal cavity infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) the patient went to the hospital on (B)(6) 2025 due to abdominal pain, fever, and cloudy pd fluid. The patient was admitted to the hospital and subsequently diagnosed with peritonitis. Pd cultures were obtained. The patient was initiated on antibiotics with intraperitoneal (ip) ceftriaxone and vancomycin (dose, frequency, and duration unknown). The cultures were positive for klebsiella (no species). The patient was discharged from the hospital on (B)(6) 2026. The antibiotics were changed to ip ceftazidime (dose and frequency unknown) to be completed on (B)(6) 2026. The patient¿s symptoms have been resolved, and the pd fluid is clear. The cause of the peritonitis event was the patient not sanitizing hands between steps during treatment.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The reported cause of the peritonitis was the patient not using sanitizer on her hands between steps during treatment. This is supported by the culture results of klebsiella, members of the genus klebsiella are a part of the human and animal's normal flora in the nose, mouth, and intestines. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported being in a lot of pain. An infection was suspected and the patient was advised to contact the peritoneal dialysis registered nurse (pdrn). During follow-up, the patient stated being hospitalized due to a peritoneal cavity infection. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) the patient went to the hospital on (B)(6) 2025 due to abdominal pain, fever, and cloudy pd fluid. The patient was admitted to the hospital and subsequently diagnosed with peritonitis. Pd cultures were obtained. The patient was initiated on antibiotics with intraperitoneal (ip) ceftriaxone and vancomycin (dose, frequency, and duration unknown). The cultures were positive for klebsiella (no species). The patient was discharged from the hospital on (B)(6) 2026. The antibiotics were changed to ip ceftazidime (dose and frequency unknown) to be completed on (B)(6) 2026. The patient¿s symptoms have been resolved, and the pd fluid is clear. The cause of the peritonitis event was the patient not sanitizing hands between steps during treatment.